Manufacturer narrative:
(B)(4). Date sent to the FDA: 03/30/2020. Additional information: additional h3 investigation summary: a dispensed needle/suture of product code sxpp1a401, was returned for evaluation. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. The suture was examined along of the strand and some barbs present damaged and body fluids could be observed. The fixation tab was broken at one of the sides appears to be by use of a surgical instrument. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn't be reviewed as the batch number is unknown. It could not be determined what may have caused the reported incident.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 02/24/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: what was used to complete the procedure? No further information is available. Was the fixation tab intact when the suture was placed in the patient? No further information is available. Did the barbs fail to engage in the tissue? No further information is available. Device return status/ follow up, we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown orthopedic surgery on unknown date and the barbed suture was used. It was reported that the fixation tab of the barbed suture was broken during use. There were no adverse patient consequences reported.